Event description:
The customer alleged that the 7200 ventilator was inoperative while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and replaced the power supply. The unit passed extended self testing.